Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The lot number was not reported, therefore the last two lots sent to this site prior to the incident were pulled from the distribution log. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a patient received a 18f manta device following a tavr procedure and had a complication five to six months later. The patient had a 10cm pseudo-aneurysm that required surgical intervention. The physician stated the manta was perfect with no oozing or extravasation; and is unclear the cause for the pseudo-aneurysm. The proctor indicated this physician does not use ultrasound, however, does use micropuncture kit to gain access. The root cause of the pseudo-aneurysm is possibly from the posterior arterial wall being punctured inadequately during the arterial access steps not utilizing an ultrasound for guidance as suggested in the IFU. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. However, due to insufficient information regarding the initial procedure and the follow up intervention, no imaging submitted, the root cause of this pseudo-aneurysm cannot be determined. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices has been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.

Manufacturer narrative:
An investigation has been opened including risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: informed by physician that a patient who received a manta device in (B)(6) 2020 had a complication 5-6 months later. Patient had a 10cm pseudo aneurysm that needed surgical treatment. Physician stated that the closure was perfect with no oozing or extravasation. Physician used micro introducer kit to gain access. The physicians are unclear what the cause of the pseudo aneurysm was.